Event description:
It was reported that during a stenting treatment procedure, a guide wire fracture occurred. The lesion was located in the calcified rca (right coronary artery). The graphix 300 intermediate guide wire was advanced past two, previously placed, unspecified stents. An unspecified stent was advanced over the graphix guide wire to a lesion distal to the existing stents, the guide wire was looped at the end. The unspecified stent was inflated and when pulling back on the guide wire, the distal end of the guide wire fractured and remained in the vessel. Another graphix 300 guide wire was introduced, but was unable to pass the implanted stents, therefore the physician was unable to use a balloon or stent to secure the guide wire fragment. The pt was sent to surgery. The pt's condition was reported as "fine". Attempts to obtain additional info have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device has been retained and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.